Event description:
According to the reporter during dialysis, there was blood from the luer adapter. There was a leak and a crack was observed in the venous adapter. Nothing unusual was observed on the device prior to use. Besides the reported issue, there were no other defects/damages found on the product. No cleaning agent was used on the device. No instrument was used to loosen or tighten the device. No other products are being utilized with the device. No excessive force is used on the device. The remedial action performed was to replace the connector. There was no intervention/treatment required as a result of the event. The treatment was proceeded with and completed after the resolution was done. There was no blood loss, and blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during dialysis, there was blood from the luer adapter. There was a leak and cracked was observed in the venous adapter. No cleaning agent was used on the device. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.